Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The serial number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Serial number unknown; (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that after implanting the cup in the patient, the insertion attachment for the kincise pinnacle shell/liner impactor device would not unthread from the cup and implant after it was seated in position. It was reported that the device ended up being too tight and was unable to be released. It was further reported that the user had to remove the implant and use the manual cup inserter instead. It was reported that there was less than a thirty-minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.